Event description:
Dr (B)(6) mentioned the tip of the fiber in the flexguide handpiece was not visible, possible clogging at the distal end of the handpiece. Laser was not in standby mode and it was accidently fired for a fraction of a second. This is when the anesthesiologist noticed the decrease in the co2 levels and reported it to the doctor. The anesthesiologist also noted a change in tidal volume of the heart which indicated a presence of an embolism. This caused a 30-minute delay in the procedure, surgeon stated. Co2 insufflation pressure was maintained constant. Doctor mentioned there was no co2/air embolism, the patient recovered quickly and did not have any injury. Doctor raised a safety concern as to if the event were to re-occur it could cause a patient injury. The patient had a negative neurology exam before release from the hospital which indicated there were no neurological deficit. Patient was released on schedule and is doing fine with complete recovery. The case was completed but the fiber was not retained and is not coming back for investigation.